Event description:
It was reported that (1) ax55b was used during a low anterior resection procedure. It was reported by the rep that the ax55b was fired across rectum. The staplers did not properly form and the staple line fell apart. The case was completed with suture for the anastamosis. There was no consequence to pt.